Event description:
The theatre nurse, reports via our sales rep, that she found a defect in the carbon targeting device and that she doesn't know how it happened nor who is responsible for it. She reports that the device does not function anymore as it should. Moreover, the operating room nurse said that the targeting device is not stable for locking the lagscrew.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.